Event description:
It was reported that pump experienced malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received assistance to reset pump, confirmed malfunction did not recur after reset, was advised that pump use could continue, and was instructed to call back if malfunction code returned.